Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision procedure involving an inflatable penile prosthesis (ipp) due to problems to inflate the device. Upon removal, it was found that there was no fluid in the reservoir. The location of the leak was not identified. The reservoir remained on left side and the other components were removed and replaced with a new ipp system in which the new reservoir was placed on the right side. No patient complications were reported.